Event description:
I had the essure device implanted in my fallopian tubes in 2012. I had to have them removed, along with my tubes, uterus and cervix (total hysterectomy and salpingectomy) in (B)(6) 2015. During the time they were implanted, I suffered with unusual symptoms including severe menstrual periods, bilateral abdominal pain , headaches, anxiety and depression, weakened teeth and gums, skin conditions, hair loss, rapid weight gain, abdominal bloating, hand tremors, digestive issues, constant vaginal infections (viral and bacterial), constant back and neck pain and degeneration of spinal discs and facets. Since the surgery and removal, some symptoms have completely gone away and others have persisted urinary issues have also occurred since surgery.